Event description:
It was reported that during implant, the physician was unable to get the screwdriver to engage in the left ventricular setscrew. After several attempts the physician took a scalpel and cut away the silicone around the setscrew, but the setscrew was still unable to be engaged. After disconnecting the other four leads, the physician tried one more time to engage the screwdriver in the lv setscrew and this time with some manipulation the screwdriver finally engaged. The device was not implanted. The physician requested an alternate device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw socket was rounded.